Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high/undefined pacing impedance, and there was a fracture on the lead. The lead initially programmed off, and later capped and replaced. No patient complications have been reported as a result of this event.